Event description:
It was reported that the balloon inflated and would not deflate during use. The catheter was eventually removed once the balloon deflated and replaced with a different catheter. There were no patient complications reported.

Manufacturer narrative:
Reported defect of "balloon would not deflate" was not confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage observed. The balloon deflated within 2 seconds without a syringe attached, which is within the specification of 4 seconds. The balloon failed to fully deflate with syringe attached. All through lumens were patent without leakage. No visible damage to catheter body or returned monoject 1.5cc limited volume syringe. Introducer and contamination shield were not returned. The lot number was not provided; therefore, a device history record review could not be completed.